Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur afterward. The customer continued to use the pump for insulin therapy.